Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 98% stenosis located in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that there were inflation difficulties during stent deployment. It was indicated that the device was not inflating. A balloon leak/catheter leak was noted during the first inflation. It was indicated that due to the tortuosity of the vessel that the stent was taken down the artery twice before attempting to inflate. The patient was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.